Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical

Event description:
The customer's husband reported via phone call that the insulin pump had a prime rewind anomaly. The caller stated they were unable to deliver a bolus because the insulin pump was stuck in rewind mode. The customer's blood glucose was 438 mg/dl. Customer was treated with insulin for their blood glucose. The caller stated the insulin pump would not exit from the rewind complete/bolus delivery loop. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.